Manufacturer narrative:
(B)(4). Date sent 5/14/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do we have permission to reach out to your surgeon to ask the below questions? If yes, what is the surgeons name with contact information? When we reach out to the surgeon, they will ask for your date of birth, what is your date of birth? The below questions will be sent to your surgeon: what was the telsa strength of the MRI? Did the patient feel any pain during the MRI? Was any prescribed medication needed after the linx was implanted? If yes, what were the prescribed (not over the counter) medications? What was the implant date? What is the product code? What is the lot number for the linx device? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Has there been any x-rays taken since the MRI? If yes, can you please send them to productcomplaint1@its.jnj.com? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a MRI the patient is experiencing reflux and when she lays down she can feel liquid coming up and she frequently hears a gurgling sound while laying down and through out the day. Patient stated that she feels some pressure while laying down. When she bends over she can feel stuff going up and down, water and everything will come up but the patient stated that she has not been vomiting. When device was placed it was too small causing issues with not being able to take her medication without first eating some food. However this is not an issue since her MRI on monday. Patient has had two dilation's and her doctor told her that if she was to need another they would need to remove the device. Patient has contacted her gastroenterologist for an appointment but has not yet scheduled one.